Event description:
It was reported that the patient¿s implantable cardioverter defibrillator exhibited myopotential inhibition. The oversensing was reproducible with deep breathing. The device was reprogrammed and the issue was resolved. The patient was asymptomatic due to the event and would continue to be monitored with routine follow-up.

Manufacturer narrative:
Correction: supplemental required to report (B)(6) 2017, which was not reported earlier.